Event description:
Mediport was accessed using bard power loc needle (20gx1.0 inches). After aspiration of blood for labs, it was noted upon flushing to be leaking at the point of connection between the needle and the insertion grip. Removed this access and reaccess with another needle.